Event description:
It was reported that the handpiece began leaking an oil-like substance near the trigger after cleaning and sterilization. There was no pt involvement. There was no medical intervention or any adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for eval, but based on the quality investigation details the reported condition of the device leaking could not be duplicated. The device was cleaned and re-lubricated, and worn components replaced in the service process as preventative maintenance. The risk associated with this failure has been addressed. A potential cause to have created an event such as this may be contributed to cleaning and sterilization practices at the account.